Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned device revealed that a fracture was located at the drivers¿ distal tip. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent quasi-static shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the drivers¿ distal tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent quasi-static shear failure. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) left vm regarding complaint. No details provided. Per complaint form: he placed the viper cortical fix (1867-31-855) s1/right screw in the pedicle and drove it 10mm before proceeding to hand it to his pa. At this point he took another viper cortical fix screw (1867-31-855) and began inserting it at s1/left. He began meeting resistance and continued to drive the screw. It had not reached the quad lead pitch of the screw before the screwdriver (2797-12-400) tip broke at s1 on the left. He unscrewed the spring-loaded driver to confirm the breaking of the instrument and asked for the removal device ((B)(4)). The t20 portion of the screwdriver tip remained seated, flush in the shank of the screw. He seated the removal device in the tulip head and drove a setscrew down with a self-retaining x25 driver followed by tightening it with a self-limiting torque driver. He spun the removal device counter clockwise (helicopter the screw from a mono position) and the tulip head spun even though it was locked in place via a inner set screw (1797-02-000). He used the fixed, x25 driver to further sink to set screw. He revisited the screw to try and spin it out, hoping that it would be locked into a mono once the set screw was locked. Again, the tulip spun while the inner set screw was fully torqued. He shifted his attention to s1 on the right, which still had 30mm of shank exposed, but was already giving feedback of insertional torque. He decided that he wanted to remove s1 on the right and tap the full "line-to-line" diameter of the 8mm cortical fix screw. He was worried about breaking a second screwdriver if he continued to drive the screw. He decided to use the screw removal device ((B)(4)) and spine the screw out in a locked, mono position. He succeeded in removing the screw through this method. Again, he shifted his attention back to the screw at s1 on the left, which remained stuck in the pedicle with the expedium screwdriver tip lodged in the shank. He used the intermediate x25 tightener to provide additional torque against the setscrew while he turned the removal device counter clockwise. The screw's tulip spun. He drilled the tulip off with a metal cutting burr and used a screw extractor bit (696003n13 rs2012362) from the srb with reverse threads to remove the exposed shank. He tapped both the left and the right pedicles with an 8mm viper tap. He tapped 60mm on both sides. Using screwing both the left and right 81 2 additional screwdrivers he started screws (1867-31-855 x2). He began to feel additional insertion torque after he reach the quad-lead portion of the screws. He continued to drive the screws down. The second screwdriver (2797-12-400) driving the 81 screw on the right broke. Again, the screwdriver's tip sheared off in the shank of the screw. He used the removal device, inner set screw and intermediate x25 to attempt to remove the screw with a broken screwdriver tip. After failing, he used a metal cutting burr to remove the tulip portion of the screw. He then used the srb bit (650189f11 - rs2012756) to remove the exposed shank. Afraid of breaking the third and last expedium screwdriver, he shaved the tulip off of the partially exposed viper cortical fix screw and used the bit (641363b11 - rs2013150) to remove the buried shank. He placed two expedium 7.5x55mm screws in 81 on both the left and right. He lifted on the driver and confirmed solid purchase. He used the oarm in conjunction with stealth to confirm screw placement and then proceeded with the rest of the surgery.